Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. UDI: (B)(4). Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during loading of implant. As indicated into mobi-c surgical technique : step 9 _ "take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Mobi-c p&f us : disassembled prior implantation. As reported : implant was loaded correctly, then tech turned inserter too far, causing the implant to fall into pieces prior to implantation. A new implant from the same size was used without any furhter issue reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembled prior implantation. From information provided by the reporter, the implant was loaded correctly, then tech turned inserter too far, causing the implant to fall into pieces prior to implantation. No delay in surgery was reported. Update on march 28th 2019: patient is healthy, the product will return , sales order has been provided as well. Investigation on going.